Event description:
It was reported that the patient's device pocket looks inflamed. The doctor has requested an allergic reaction kit from technical services. As we no longer provide allergic testing kits, technical services emailed a list of the device materials to the clinic. There were no additional adverse patient effects. The system remains implanted.